Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n093710, implanted: (B)(6) 2007, product type: accessory. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal therapy via an implanted pump. The type of medication, concentration, and dose were not reported. The pump's indication for use (IFU) was listed as non-malignant pain, intractable spasticity, chronic/intract pain (trunk/limbs), chronic low back pain, post lumbar laminectomy syndrome, myelopathy, familial spastic paraparesis, degenerative disc disease/herniated disc pain, and failed back surgery syndrome. Infection symptoms were reported. The patient's device (everything) was removed in 2012 and there were two different infections. It was further reported the patient first "had a clot in it" and had to go back and do surgery to fix it and then got the first infection. The patient kept the pump and she had to have an IV put in and then the first infection went away. The second infection did not go away and she "thought the doctor was very dirty with his hands and did not wash them in between seeing patients". The doctor told the patient he had given her brand new tubing when he did the surgery for the clot, but he did not, stating later on he just spliced it. The reporter stated, "that's not very good". The patient's second infection was about a month after the first one. It was unknown when the patient got the infections, but thought she got her pump and catheter removed because of the infections in 2009. The infection was associated with the surgery to fix a clot. Interventions included intravenous (IV) antibiotics and total system explant. It was noted the infection resolved. It was unclear what the reporter was referencing in regards to the "clot". The type of medication, troubleshooting performed related to the clot, and diagnostics performed related to the infections were also not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.